Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connecting tube cannot be connected to the channel connector in the endoscope reprocessor. The issue was found during reprocessing, the device had been used without the central part (valve p) of the connecting tube connector in the reprocessing basin. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged cleaning basin connector could not be determined, as the device was not returned to olympus for evaluation, however, it is believed that the user applied loosening stress to the connector, causing the part to come off and then reassembled the part without using valve p and connector spring a and resulting in the inability to connect the connecting tube to the channel connector. The event can be detected/prevented by following the instructions for use which state: chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.